Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis :cervical instability causes nerve compression procedure :posterior cervical spine fixation it was reported that, during surgery, the set screw slipped during fixation. No product breakages were reported. The product came in contact with the patient. No patient complications were reported.